Event description:
It was reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The pump began charging after remaining plugged into the power source.